Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction adn replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report received from the USA stated an 940 ventilator experienced a black screen. There was no report of patient involvement.